Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The healthcare professional reported via phone call that the customer insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to button error or keypad anomaly were observed. The healthcare professional was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted.